Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a failure was confirmed during product evaluation. The root cause of the reported problem was determined to be a cascade failure. There have been no repairs made at this time. The device has not been previously sent into service for the reported condition of "channel a failure." This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "channel a failure ". This condition had the potential to interrupt delivery. This condition was found in the "cath lab". This event occurred during power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.